Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for a 30-year-old female patient undergoing a cancer screening, who has not been diagnosed with pancreatic cancer. The following data was provided (customer¿s reference range is 0-37 u/ml): initial result, on (B)(6)2022, was 740.85, 1:10 dilution result was 277.13 u/ml, result after using the heterophilic blocking tube (hbt) was 406.23 u/ml. This sample was sent to another laboratory and testing using an abbott platform was 699, result after using the hbt was 402.4 u/ml. The sample was tested using a roche assay and the result was 5.65 u/ml, which is normal. The patient¿s previous results were 567.79 u/ml. Additional laboratory results from (B)(6)2021 were provided: scc was 2.00 ng/ml; pg I was 45.40 ng/ml; pg ii: 6.20 ng/ml; pgi/pg ii was 7.32; pivka ii was 11.00 mau/ml. Laboratory result from (B)(6)2022 were provided: pg I was 50.10 ng/ml; pg ii was 6.10 ng/ml; pgi/pg ii was 8.21; tpo-ab was 6.70 iu/ml. Based on the elevated ca 19-9 results, the patient had a gastroscopy performed where no tumors were found. There was no impact to the patient because of the gastroscopy.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-74, that has a similar product distributed in the us, list number 8p32-21.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Due to the alinity falsely elevated results, the patient had a gastroscopy performed where no tumors were found. A review determined the adverse event is due to abnormal use of the assay. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 39834fp00 was evaluated using worldwide data of reagent lot 39833fp00, as it is a sister lot to the likely cause lot 39834fp00, from abbottlink. This evaluation indicated that the patient median result for lot 39833fp00 is within the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity I ca 19-9xr, lot number 39834fp00, is performing as intended and no systemic issue or deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.